Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.

Event description:
Customer stated she put the swab in the solution first, then put the swab into both nostrils. Customer informed she flushed her nose with water and did not have any noticeable irritation. The customer was advised to monitor how she feels, was directed to the list of harmful ingredients, warnings and precautions, and poison help phone number in the user instructions. The customer was advised to contact a medical doctor as appropriate.